Event description:
The manufacturer received information alleging a ventilator sd card burnout. Bulk credit requested for parts that failed under warranty at src- japan service locations or that were replaced during routine maintenance. The device was not in patient use. No replacement sent. ¿credit for part request on ra 316553739¿.